Manufacturer narrative:
Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process, and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the device was not returned for evaluation. Images were provided. Medical records were provided and reviewed. Approximately 11 years post deployment, patient experiences abdominal pain. CT scan revealed that the ivc filter was in place with the filter limbs penetrating the ivc wall as well as right side of the aorta with at least 3 of the filter legs contacting and or penetrating the wall of the aorta. One of leg extended well into the lumen of the aorta at the level of the origin of the inferior mesenteric artery. Therefore, the investigation is confirmed for filter limb perforation of the ivc wall. Based on the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. (Expiry date:12/2008).

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter struts penetrate the caval wall as well as the right side of the aorta with at least three of the filter legs contacting and/or penetrating the wall of the aorta. The device has not been removed and there were no reported attempts made to retrieve the filter. The current status of the patient is unknown.